Event description:
Stryker drill bit was noted by doctor to have frayed/untwisted during use. Drill bit was removed from the sterile field and service coordinator notified to initiate product failure process.